Event description:
It was reported that the system would not fully initialize. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It is suspected that the communications circuit board is at fault. A service call had been scheduled in order for a ge service representative to fully evaluate the system. The service call was postponed/cancelled. An additional report will be generated and submitted if further information becomes available.